Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was out of specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the force sensor calibration was out of specifications. A review of the pump history showed that multiple occlusion alarms had occurred. The force at the time of the occlusions was high. Evaluation revealed that the force sensor calibration was out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.